Manufacturer narrative:
The device remains implanted and therefore is not available for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that during the one-day post-operative visit after implantation of an intraocular lens (iol) into the left eye, the surgeon noted the patient presented with 1+ edema, 4+ fibrin, and trace sliver of hypopyon. This reaction was diagnosed as toxic anterior segment syndrome (tass). In the surgeon's opinion, the most likely cause of event is possibly from the visco and lido/phen. Patient outcome is good. The following medications were prescribed for use at home postoperatively: neomycin & polymyxin & dexamethasone dose: 1 small ribbon frequency: once pred-moxi-brom 1%, .5%, 0.075% dose: 1gtt frequency: tid 2 weeks, bid 1 week, qd 1 week durezol dose: 1gtt frequency: qhourly duration: till directed otherwise moxifloxacin dose: 1gtt frequency: qhourly duration: till directed otherwise.